Event description:
It was reported that when using the bd pyxis¿ es server, the user was able to unload and load messages to be resent to pis for rxcdu, but the epic medication list and what was physically loaded in the machine did not match. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident it was determined that the medication load and unload messages need to be resent as the existing message did not match. A technical support specialist dialed into the server and resent the pocket messages to the station. The issue was resolved successfully. The system functioned as intended after the technical support specialist troubleshot the device.